Event description:
It was reported that after following the directions for use (dfu), the lens was fully implanted. After the implantation of an intraocular lens (iol), they found a little tear at the tip of the cartridge. The lens was not damaged and stayed in the eye. No patient injury or wound enlargement. No medical/surgical interventions or delay in procedure were reported and no further details provided.

Manufacturer narrative:
Explant date: lens remains implanted, therefor not explanted. (B)(6). The lens was not returned as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section d9 - date returned to manufacturer: 03 march 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint issue (cartridge tip cracked/damaged) could be confirmed on the returned product. However, it may be attributed to an excessive amount of force, and cannot be confirmed to be related to the manufacturing/design process. Therefore, no product deficiency could be identified. No additional conditions could be identified with the returned product. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.